Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the right atrial (ra) lead was explanted due to the noise, high thresholds and loss of capture. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited loss of capture, and high out of range pacing impedance measurements of greater than 3000 ohms. It was noted that the impedance measurement had increased the prior month and had stayed high. The pwave amplitudes also were observed to be flucuating up and down and there was slight oversensing on the ra channel due to the respiratory rate trend. Review of the x-ray found that the insulation had abraded through to the conductor coils. Boston scientific technical services (ts) was consulted and suggested turning off the respiratory rate trend. The field representative stated that the physician planned to perform a revision in the near future. At this time the device and lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the complete lead was returned with the helix retracted. Visual inspection noted deformed conductor coils at approximately 24 centimeters from the terminal pin, which was thought to be the location of the clavicle. Resistance testing found the lead was not electrically continuous. An x-ray of the lead confirmed the fracture and deformed outer coil at approximately 24 cm from the terminal end.